Event description:
It was reported that pump experienced malfunction alarm with recurring malfunction code after customer reset pump independently. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.